Manufacturer narrative:
This report is submitted on september 26, 2017, (B)(4).

Event description:
Per the clinic, it was reported that the patient experienced infections with discharge at the implant site. Subsequently, the patient was advised to ensure the site was cleaned regularly in conjunction with a topical antibiotics. The implanted device remains insitu.